Event description:
The device was used on an unspecified procedure. Reportedly, on operating, the device was inserted into the cavity and as the specimen was contained in the pouch, the drawstring would not activate to close and the pouch broke. No components disengaged into the patient's cavity and the surgeon was able to remove the specimen without injury to the patient.